Event description:
The customer reported getting a maintenance needed - smart biphasic message. No patient involvement was reported.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.